Manufacturer narrative:
The device was not returned for investigation. Per the reported event, the user could not see the push rod and put the black sleeve back to its original position while in the access site which cause the collagen to come off the device in the vein. Per the physician the collagen did not obstruct the flow of blood and no intervention occurred except for the patient being put on anticoagulants. The device was not returned. No device malfunction was reported. Conclusion: based on the information available for review, the cause of the issue was the re-positioning of the black sleeve. As a result, collagen was deployed in the vessel which could have contributed to pulmonary embolism requiring intervention. Note: the patient did not suffer adverse effects. File reopened and updated. The device investigated by (B)(4) on may 14, 2024. The device was returned with the disc in a de-deployed state. The key was in the lock, and the black sleeve was completely retracted. The collagen was not returned with the device. The black sleeve was returned to its locked, original position. The key was inserted into the lock/grip and the black sleeve retracted without issue. The green push rod was investigated, and it moves without issue. The disc deployed without incident and deployed with a concentric disc. Conclusion: based on the information available for review and the investigation of the device, the cause of the issue was the re-positioning of the black sleeve. As a result, collagen was deployed in the vessel which could have contributed to pulmonary embolism requiring intervention. Note: the patient did not suffer adverse effects.

Event description:
After ablation procedure was conducted, the vascade mvp device was selected for closure and inserted into the 8f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. Ultrasound was conducted to verify the disc was at the access site but, the user could not see the green push rod at skin level and the user moved the black sleeve distal (back toward the original position) the disc was collapsed and the device was removed and the collagen plug was not on the device. The access site continued to bleed. The staff reverted to manual compression to achieve hemostasis. An ultrasound conducted and it was determined that the collagen plug was not in the access site. A CT scan was conducted on (B)(6) 2024 and it revealed a collagen-like object in the femoral vein slightly cephalad of the puncture site (7 mm in diameter and 1.6 cm in length coincided). In the physician's opinion, there was no obstruction to other blood flow. Patient was started on anticoagulants. No adverse events were reported.

Manufacturer narrative:
The device was not returned for investigation. Per the reported event, the user could not see the push rod and put the black sleeve back to its original position while in the access site which cause the collagen to come off the device in the vein. Per the physician the collagen did not obstruct the flow of blood and no intervention occurred except for the patient being put on anticoagulants. The device was not returned. No device malfunction was reported. Conclusion: based on the information available for review, the cause of the issue was the re-positioning of the black sleeve. As a result, collagen was deployed in the vessel which could have contributed to pulmonary embolism requiring intervention. Note: the patient did not suffer adverse effects.

Event description:
After ablation procedure was conducted, the vascade mvp device was selected for closure and inserted into the 8f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. Ultrasound was conducted to verify the disc was at the access site but, the user could not see the green push rod at skin level and the user moved the black sleeve distal (back toward the original position) the disc was collapsed and the device was removed and the collagen plug was not on the device. The access site continued to bleed. The staff reverted to manual compression to achieve hemostasis. An ultrasound conducted and it was determined that the collagen plug was not in the access site. A CT scan was conducted on (B)(6) 2024 and it revealed a collagen-like object in the femoral vein slightly cephalad of the puncture site (7 mm in diameter and 1.6 cm in length coincided). In the physician's opinion, there was no obstruction to other blood flow patient was started on anticoagulants no adverse events were reported.